Event description:
Customer reportedly received results of 485 mg/dl and 132 mg/dl within 10 minutes on the same device. No high blood symptoms reported. No action was taken based on device results. No adverse event reported. No controls were used. Requested return of suspect device and replacement was sent.